Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient one week post lasik with two plus superficial punctuate staining seen on left eye slit lamp examination. Patient was started on lifitegrast ophthalmic solution. Patient noted left eye was dry and distance vision was blurry. The patient underwent a flapless enhancement approximately eight months later in this eye. Two months post enhancement the patient complained of light sensitivity which has not improved since the enhancement. Patient notes light sensitivity outdoors with the sun. Topical steroid dosage was increased.